Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine cutting balloon catheter was selected for use. During the procedure, the balloon ruptured upon inflation at 6 atmospheres for 2 seconds. The procedure was completed with another of the same device. No complications were reported.